Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged skin irritation, respiratory tract irritation, dizziness, and/or headache, asthma (new or worsening), reduced cardiopulmonary reserve. There was no report of serious or permanent patient injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. Device has not been returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged skin irritation, respiratory tract irritation, dizziness, and/or headache, asthma (new or worsening), reduced cardiopulmonary reserve. There was no report of serious or permanent patient injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Now, the manufacturer alleging that the allegation is serious injury. Reporting institution name section has been updated. Corrected section b1 from product problem to adverse event. B2 selected as other. Section g3 has been updated. Section h1 selected as serious injury. In addition, appropriate code updated/corrected. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.